Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The ipg was explanted per physician's preference. The patient was doing fine following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.